Event description:
It was reported that the patient had a pump replacement in 2009. Following the surgery, the patient experienced a suspected overdose with bradycardia. An hcp reviewed the programming strips and verified that the pump was programmed correctly at the time of implant. The pump was turned down from 975 mcg/ml to 100mcg/ml (lioresal 2000 mcg/ml). The patient was admitted for treatment/observation in stable condition. Additional information has been requested from the hcp, but was not available as of the date of this report. Additional information received indicated postoperatively, on the same day, the patient experienced cardiovascular problems, coma, somnolence, lethargy which rapidly progressed to obtundation, and hypotension requiring resuscitation. The patient's baclofen pump, which had previously been set at its baseline level, was turned down promptly to the lowest possible setting of 96mcg/ml per day. The patient progressively awoke and became more awake, alert and following commands. He was maintained in the neurological intensive care unit for monitoring for signs of withdrawal. The following morning, the patient's spasms increased. He developed tachycardia, fever, and hypertension; the diagnosis of baclofen withdrawal was made. His pump was adjusted and increased, titrating to the patient's comfort. At the time of discharge, the baclofen was set at 700, originally baseline was 950. The patient was free of any spasms, was comfortable, and was neurologically at baseline with the incisions clean, dry and intact. He was discharged to home in stable condition six days later. The patient outcome was recovered without sequelae.